Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2019, the surgeon was drilling with the percutaneous drill bit and it was doing nothing. Another drill bit was used. It is unknown if there was a surgical delay. The procedure and patient outcome are unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported on an unknown date that during a tibial plateau surgery on (B)(6) 2019, the surgeon was drilling with the percutaneous drill bit and it seemed to be very dull. The proximal tibial is a metaphyseal area and should have been very easy to drill. Another drill bit was used. There was a surgical delay of 1 to 2 minutes. The procedure and patient outcome are unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 2.8 mm percutaneous drill bit f/lcp® pl qc/200 mm/100 mm calibration (part # 324.214, lot # 5l31389, mfg # jul 12, 2019) was returned and received at us cq. Upon visual inspection, it was observed that the distal threaded portion of the device was worn and dull to the touch. The worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during an inspection. The received condition is consistent with the complaint condition thus the overall complaint was confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 324.214, lot: 5l31389, manufacturing site: bettlach, release to warehouse date: july 12, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.